Event description:
The customer reported that the system experienced a system lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image sync power supply voltage was evaluated and optimized. The system was tested and found to be working as intended and returned to service.